Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 5.0; lab: 3.68; date: two months later; inratio: 5.0; lab: 3.32. The caller also discrepant results when repeated the test with inratio meter. The results are as follows: 2008 - 5.6; and same date 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 5.0; lab: 3.68; mean: 4.34; confident limits: 2.5-6.5; date: two months later; inratio: 5.0; lab: 3.32; mean: 4.16; confident limits: 2.4-6.1. As per internal procedure tr#0150 rev.2, the inratio and lab value are within the confident limit, also the patient repeated the test in 2008. 12-jun: 5.6; same day: 3.9; average: 4.75; stdev: 1.20; %cv: 25.31. As per internal procedure tr#0150 rev. 2 (section 8.2), the acceptance criterion for imprecision is a %cv 20 or less. If it is greater than 20% the criterion is not met. Here is the %cv is greater than 20%, which is 25.31 the criterion is not met. Product will be investigated.